Event description:
It was reported that the external pulse generator (epg) powered off automatically. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found foreign matter attached on the battery contact, this confirmed the reported event. The battery contact was cleaned and the device was ran for 48 hours and no anomalies were found. The customer used a battery with glue attached on its negative and positive ends. (B)(4).